Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the battery cap had stripped threads. Height and width were within specifications. When battery cap was installed onto the test pump there was evidence that the "yellow o-ring" was visible and not seated properly. Visual inspection of "battery compartment¿ revealed, compartment crack at threads. Moisture corrosion visible in ¿battery compartment¿. ¿battery compartment¿ leak was found during testing. Pump cover was removed to inspect internal components. No moisture corrosion visible on internal components.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment crack, moisture corrosion in the battery compartment, and stripped threads on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.